Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, log review, labeling review, accuracy testing, and field data review. No adverse trend was identified for the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. Evaluation indicated that the patient median results for this lot is within the established control limits and no unusual reagent lot performance was identified. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified. This report is being filed on an international product, list number 2k91-28 that has a similar product distributed in the us, list number 2k91-29. Patient information, patient identifier whole number is (B)(6).

Event description:
The customer observed a falsely elevated ca 19-9 result generated using the architect ca 19-9 xr reagents. The following data was provided. Sid (B)(4) (tested in (B)(6) 2016) initial 72.57, repeat less than 2. No impact to patient management was reported.